Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on the left hip on (B)(6) 2012 due to patient allegations of pain, loss of mobility and loss of range of motion. No right hip revision has been alleged. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-01505/01506/-01507/-04944).

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on the left hip on (B)(6) 2012 due to patient allegations of pain, loss of mobility and loss of range of motion. No right hip revision has been alleged. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted a left hip revision occurred (B)(6) 2012 due to pain and aseptic loosening of the acetabular cup. The operative report further noted the presence of metallosis with synovial staining and synovial debris, avascular synovial tissue, peripheral bony erosion, debris, fibrous tissue, and fluid. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's cup and a biomet head and taper adapter. Additional information received in patient medical records noted that on (B)(6) 2012 patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-01505 / -01507).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 MDR's filed for the same patient (reference 1825034-2014-01505/01506/-01507/-04944).

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Subsequently, legal counsel for patient reports patient underwent a revision procedure on the left hip on (B)(6) 2012 due to patient allegations of pain, loss of mobility and loss of range of motion. No right hip revision has been alleged. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted a left hip revision occurred (B)(6) 2012 due to pain and aseptic loosening of the acetabular cup. The operative report further noted the presence of metallosis with synovial staining and synovial debris, avascular synovial tissue, peripheral bony erosion, debris, fibrous tissue, and fluid. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's cup and a biomet head and taper adapter.